Event description:
The hcp reported the patient was hospitalized the next day following pump replacement surgery. The patient suffered withdrawal symptoms including nausea, vomiting, headache, shakes, and exhaustion. The patient was given unknown patient-controlled analgesia in the hospital until the pump medication [morphine and bupivicaine (unknown concentration and dose)] would take effect. The patient did not require a medication dose change and was discharged after two days. The patient was reportedly "doing fine" after hospital discharge.